Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported that the keypad buttons are not responsive and the pump alarmed failed battery. The customer's blood glucose was 140 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The act and down arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.